Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, station had a database bloat issue after the pyxis es server was updated to 1.8, but the medstation and a-systems had not. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, station had a database bloat issue after the pyxis es server was updated to 1.8, but the medstation and a-systems had not. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system printer was failed, and station was failed to be communicated. The printer has not functioned correctly since the 1.8 upgradation, printer cannot be installed in the application by the field service engineer, even after replacing it and also, two reimaging attempts were failed. A field service engineer put back the original hard drive and confirmed it appeared to be functioning correctly. The technical support specialist logged into the station and followed the knowledge article how to adjust station network time protocol server settings, and proper data sync 2.0 procedure to resolve the issue. The system functioned as intended after the field service engineer and technical support specialist resolved the issue.